Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records were reviewed for all implanted devices related to this event and no nonconformities were found. Device was not available for return

Event description:
It was reported to nevro that a patient had acquired an infection following the implant procedure. The patient was hospitalized and was given IV antibiotics. There was no further report of complication.